Manufacturer narrative:
The condition reported could not be confirmed based on any of the six devices received. The analysis of the returned syringes included a visual inspection of all components to detect the presence of any manufacturing defects that could contribute to leakage past the stopper. Second, the syringes were subjected to a functional analysis where they are filled with deionized water and leak tested at an internal pressure equivalent to 45 ps for 30 seconds, this is the procedure recommended by the iso requirements. There was no leakage observed at any point of the syringe assembly. Trend analysis showed no significant trends on this product line for the reported condition.

Event description:
During the performance of a skin injection on a patient, the clinician noticed that the syringe contents was leaking.